Event description:
It was reported that an adverse event occurred. The patient was found unresponsive in the hallway by her mother. The patient's mother stated the patient may have been unconscious for 2 ¿ 3 hours prior to being found. An ambulance was called, a blood glucse (bg) was performed which was 28 mg/dl but the cgm value was not provided. The patient was transported to the hospital, treated with glucose and electrolytes, and released from the hospital three days later. Post-event, the patient had difficulty speaking and recalling the event details or symptoms prior to passing out. The event occurred the day after the sensor had been inserted into the abdomen. During the time of the event, the patient stated that they did not remember receiving alerts on the cgm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.